Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
(B)(4) received mw5060838 on 04/15/16 containing the following information: original operation date (B)(6) 2014. On xx/xx/2015 report of positive propionibacterium acnes of tissue/head cultures. Patient treated with IV antibiotics (ivab) and d/ch home on xx/xx/2015 with continued ivab therapy. Concomitant medica products: clamp cranial fixation/implant lot # 52013660. Product is not available for investigation. Similar incident previously reported to (B)(4) and reported on med watch report 2916714-2016-00191 and 2916714-2016-00192; however, the most recent report does not have enough information to confirm if this report is tied to previously received information.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers, and been found to be according to our specification valid at the time of production. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably patient related. Rational: no causality between the products and the mentioned issue can be found . An infection of the patient that had already existed before surgery cannot be excluded. No CAPA is necessary.